Event description:
Athrectomy cutter was opened and prepped and cutter advanced as normal. Device was advanced to site of lesion and cutter froze. Could not advance or pull back cutter and cutter advance became disengaged from hub of device. New cutter was opened and dr proceeded.